Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the procedure was to treat a lesion in the tibial peroneal trunk. It should be noted that the xience skypoint instructions for use, (IFU) states: the xience skypoint stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes, mellitus, with symptomatic heart disease due to de novo native coronary artery lesion. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported device embedded and unexpected medical intervention appears to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported that the procedure was to treat a lesion in the tibial peroneal trunk. The 4x23mm xience skypoint stent delivery system (sds) was being advanced to the target lesion, when the stent was noted to have partially moved from the markers. Therefore, the sds was attempted to be removed when the stent became completely dislodged from the delivery system and embolized in the distal vessel. A snare was used to attempt to remove the stent, but was unsuccessful. A balloon was then advanced and used to embed the stent in the distal vessel. There was no adverse patient sequela. No procedure was then aborted and no stent was implanted at the target lesion. No additional information was provided.